Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black hair was found inside the inner packaging of a vented high-volume inlet. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, companion samples were received for evaluation. The companion sample was visually inspected, and it was noted that there was foreign matter (various dark and other tiny particles of foreign matter like white particles or tiny imperfections) identified embedded in the tubing, not in the fluid pathway. The reported condition was verified. The cause of the reported condition could not be determined; however, was most likely a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.